Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 8 months. The report of low speed and pump stoppage events was confirmed during the evaluation of the returned driveline segment. Examination of the driveline found some breakdown of the braided shield at the terminus of the connector bend relief. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found the brown, red, orange, and yellow wires were kinked adjacent to the bend relief terminus and the brown wire insulation was breached. All of the adjacent wires appeared to be intact. If the exposed conductors of the brown wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the low speed events and pump stoppages observed on the submitted system controller log files. The observed wire damage appeared to be the result of mechanical damage from wire kinking. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this eve.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the lvad system produced speed decelerations on (B)(6) 2016. The patient was not symptomatic and was sleeping at time of event. On (B)(6) 2016, lactate dehydrogenase was 269 u/l. No other symptoms were reported. Log files analyzed by the manufacturer¿s technical service representative confirmed the low speed events. The lvad system did not have any further issues until a pump stoppage was reported on (B)(6) 2016. Log file analysis confirmed the pump stoppage event. X-rays revealed possible pulling away of the braided shield near the pump end bend relief. On (B)(6) 2016 the technical services representative was on site and performed a distal end percutaneous lead (driveline) replacement without issue. No additional alarms or pump issues have been reported since the replacement. No additional information was provided.